Manufacturer narrative:
Correction: h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implantable pacing lead (ipl) implant, dislodgement of the ipl occurred during slitting of the delivery guide catheter. There was a comment that resistance was felt during slitting of the delivery guide catheter. It was also reported that due to anatomical reasons, the vascular pathway was highly tortuous, and there was resistance when the delivery guide catheter was pulled into the sheath, which ultimately resulted in traction on the ipl that led to the ipl dislodgement. The ipl was successfully placed with a different delivery guide catheter model. No patient complications have been reported as a result of this event.